Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, on the third fire, the sureform 60 stapler instrument did not form a proper staple formation. The tissue was dragged and malformed staples were present. The reload being used at the time of the issue was a blue sureform 60 reload. The stapler had successfully fired twice prior to the issue. Another sureform stapler was used to complete the case successfully. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, with no issues found. The stomach was being stapled at the time of the issue. The stapler had been in use for less than an hour. No errors/messages were documented when the stapling issue occurred. The surgeon did not encounter any obstructions between the instrument jaws. Buttress material was used. The tissue was not calcified, and was not exposed to any radiation/chemotherapy prior to the procedure. There was no tissue tension. It is unknown if there was any tissue bunching. There are no photo images or video recordings available. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The blue surefrom stapler 60 reload has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument logs for the sureform 60 stapler instrument (480460-09/l91211207-0143) associated with this event was performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete as a result of a tissue pushout event and the surgeon had to use a spare sureform 60 stapler to resolve the issue. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.